Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead a review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an scs explant procedure due to infection.

Manufacturer narrative:
Additional information was received that the patient had infection at the battery site which was procedure rather than device related. Symptoms were redness, swelling and heat. The patient was prescribe antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an scs explant procedure due to infection.